Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from a crack in an unspecified type of mediation port line being used during hemodialysis therapy. A revaclear 400 dialyzer was also in use, however a medication port is not a component this device. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 h11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. Visual inspection of the photos showed the dialyzer after use with no visible leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The leakage event was not verified, as the reported medication port is not a component of the dialyzer. Should additional relevant information become available, a supplemental report will be submitted.